Event description:
Two samples from one pt both with discrepant sodium results. Sample 1, 2008, initial result 126 mmol/l, repeated twice, 4/17/08, gave 134 mmol/l each time. Sample 2, the next day, initial result 128 mmol/l, repeated twice gave 136 and 137 mmol/l. The erroneous result was reported, the pt was not adversely affected. The field svc rep determined ise tubing to be the cause and replaced the ise tubing on sipper nozzle and pinch valve. Performance tests performed which were within spec.